Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: did the device lock-out (no staples deployed, and no cut line started)? Yes. Or did the device start to deploy staples and cut but could not be completed (partially fire)? Yes. Or did the device fully fire and stop during the automatic knife return? No. Was there any difficulty opening the device? Yes. If yes, how was the device removed from the patient? In the closed it was removed from the trocar. If yes, did the jaws eventually open?" No. Could you please clarify if there were any patient consequences? No patient harm could you please clarify if was any change in the post-operative care of the patient as a result of the event? No there was not.

Event description:
It was reported that during an unknown procedure the device fired twice then lost power. No patient consequences reported. No other information is available.